Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to reading ¿high¿ greater than 13.9mmol/l (>250 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was not noticed immediately that the pod had fallen off. The patient mentioned not feeling well and then it was noticed the pod was missing. The patient was seen at the emergency room/ hospital where they also experienced high ketones (exact result unspecified) and vomiting. A new pod was placed when they got to the emergency room and within 6 hours the patient had recovered and was discharged.